Event description:
The field service engineer (fse) reported a gas leak during a routine service call. There was no detectable odor, however the gauge used to check the gas level, indicated that ere was a leak. There was no user or pt impact/injury associated with this event.